Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the mid left circumflex coronary artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.